Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of an event that occurred in the united states. The user facility reported a complaint of "no video/error msg, "scope not connected during pre-inspection check" involving pentax medical video colonoscope, model ec-3890li, serial number (B)(4). There was no report of death, serious injury or other significant/important medical event. The customer owned endoscope was received by pentax medical for evaluation on 12-oct-2021. The endoscope was inspected by pentax medical service under service order 3136023 and the technician was unable to duplicate the customer complaint and documented the following inspection findings: control body root brace missing portions and pieces, passed wet leak test, passed dry leak test. Although the failure was not duplicated the device underwent replacements for the following components: electrical connector assy. Model ec-3890li and serial number (B)(4) , has been routinely serviced at a pentax facility since the device was put into service. On (B)(6) 2021, a device history record(DHR) review for model ec-3890li, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the miyagi facility on (B)(6) 2013 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 02-apr-2013. The endoscope is awaiting repair and approved by final qc as of (B)(6) 2021. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.